Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional percutaneous coronary intervention procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) review and corrective and preventive actions (CAPA) database review for the reported lot revealed no indication of a product quality issue. Additionally, a review of the corrective and preventive actions (CAPA) database revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.